Event description:
It was reported that approximately fifteen months post-operatively an anchor c self-drilling screw has migrated. Revision surgery has not been performed.

Manufacturer narrative:
Corrected data: g1. H6 coding has been updated to reflect investigation conclusion.

Event description:
It was reported that approximately fifteen months post-operatively an anchor c self-drilling screw has migrated. Revision surgery has not been performed.